Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 08/20/2025, and section h11 should be reported as: the manufacturer received additional information alleging patient had been hospitalized, rapid heart rate, chest pain, poor inhalation, severe stroke on left side of brain and rehabilitation. In box b: adverse event or product problem was changed from product problem to both and outcomes attributed to ae was changed from blank to other. In box e: initial reporter details were missed to captured in previous report and it was updated in this report and also occupation was updated in this report. In box h: patient outcome code, health impact code grid has been updated, and type of reported complaint was changed from malfunction to serious injury. Recall (z) number was updated in this report.